Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder components removed due to patient dissatisfaction. New inflatable penile prosthesis 15 cm x 12 mm cylinders were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.